Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the allegation of dilator damage was confirmed. Analysis of the returned dilator confirmed damage to the distal tip. This condition is consistent with previous investigations of dilators damaged during insertion, indicating that the dilator was compromised from a prior insertion and failed to withstand the sheath-dilator interface. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the faradrive sheath was returned with its dilator still inserted. Inspection of the dilator noted potential damage at the tip but could not be confirmed with the naked eye. Evaluation of the sheath's functionality observed a successful engagement of the deflection mechanism, as the distal tip of the shaft was able to achieve and maintain its intended curvature. Microscopic imaging confirmed that the dilator tip was damaged, as the tip was slightly bent with an irregular rim at distal end. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive sheath device confirmed that the event of dilator damaged/defective is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive sheath device is acceptable. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to component failure. Inspection confirmed the distal tip of the dilator to be damaged. Based on the device analysis, the defect was the result of a failure to withstand sheath-dilator interface.

Event description:
It was reported that the dilator tip was bent and had jagged damage to it. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was selected for use. When the device was outside the patient it was noticed that the dilator tip was bent and had jagged damage to it. The device was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the dilator tip was bent and had jagged damage to it. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was selected for use. When the device was outside the patient it was noticed that the dilator tip was bent and had jagged damage to it. The device was replaced and the procedure was completed. No patient complications were reported.